Event description:
It was reported that the patient presented in the or for device change out. Suspected externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.